Manufacturer narrative:
Conclusion: based on the received information from the field, the active electrode migrated post-operatively out of cochlea, which was confirmed by diagnostic imaging. Therefore a revision surgery to re-insert the active electrode was carried out successfully. After re-insertion surgery in situ measurements showed one channel to be in hi status due to undetermined reasons. A full insertion at the time of initial implantation was reported. This is a combined initial final report.

Event description:
Reportedly, the user's hearing performance with the device declined and a revision surgery to reinsert the active electrode up to the marker ring was performed.